Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a mildly calcified, and tortuous lesion exhibiting 80% stenosis in the mid left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered. Excessive force was not used during delivery. It was indicated that the device failed to cross the lesion. It was reported that the deformation to the stent struts occurred during positioning at the target lesion. A non medtronic device was used to complete the procedure. The patient is alive with no injury.